Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken main tube at the proximal clevis and hanging firm. There may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube did show damage. The proximal clevis was dislodged as a result. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument tip was bent; however, the reporter indicated that no injury or death occurred and the procedure was completed without any delays. There was no fragment fall into the patient.